Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed calcium result is unknown. The instrument is performing within specifications. No further evaluation of the device is required

Event description:
A falsely depressed calcium result was obtained on a patient sample. The result was not reported to the physician. A repeat of the same sample was run and a higher result was obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed calcium result.